Event description:
It was reported that "(B)(6) 2025, a central venous catheter must be inserted via the deep venous system. During the procedure, a guidewire was placed but the doctor found swg kinked, and it was difficult to removal. Upon applying slight force, the swg unraveled. A new guidewire was required to successfully place the central venous catheter." This resulted in the patient receiving multiple punctures. The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, a central venous catheter must be inserted via the deep venous system. During the procedure, a guidewire was placed but the doctor found swg kinked, and it was difficult to removal. Upon applying slight force, the swg unraveled. A new guidewire was required to successfully place the central venous catheter." This resulted in the patient receiving multiple punctures. The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed , and no relevant findings were identified. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.